Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that lead was an attempted right ventricular implant. When connected to a competitor pacing system analyzer (psa) it was not possible to obtain a sensing measurement or pacing threshold. An alternate psa was used with a different cable and the issue persisted. The lead was extracted and replaced with an alternate model. The physician also commented that this lead felt much stiffer than previous leads of the same model. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. There were no signs of setscrew marks on the terminal pin or terminal ring. Inspection of the lead body noted no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.